Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon shed fluff (device breakage). Black stain on tubes...small black spots - tampon (device physical property issue) case narrative: consumer reported via phone that the tampon shed fluff. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon shed fluff [device breakage] black stain on tubes...small black spots - tampon [device physical property issue] case narrative: consumer reported via phone that the tampon shed fluff. No injury reported.